Event description:
(B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The patient presented with unstable angina and was referred for cardiac catheterization. The index procedure treated the 99% stenosed 3.5x10mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.0x15mm unspecified balloon inflated to 6 atmosphere's, the placement of a 3.0x24mm taxus liberte study stent and post dilation. Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations at higher pressure with an unspecified balloon resulting in 0% residual stenosis confirmed by angiography. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure performance was limited. (B)(4).